Manufacturer narrative:
No catalog number, lot number, or expiration date was provided; therefore, no information could be provided. It was reported that the patient had sought medical attention at the emergency room and was prescribed eye drops. The patient had returned to the office on (B)(6) 2014, for a follow up appointment. The doctor told her to finish taking her prescription and her eye will be fine. During a follow up phone call with the complainant on (B)(6) 2014, it was reported that to date, she is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A complainant alleged that a dental office was spraying cavicide and some of the solution got on her face and eye.